Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion. The total volume did not infuse. There was patient involvement, but the patient harm was unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported an under infusion. The total volume did not infuse. There was patient involvement, but the patient harm was unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue of under infusion was not identified during the customer call. The case was escalated to dchu and will contact customer for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.